Event description:
According to available information, this device required explantation due to crossover. The cylinders crossed over. A malleable device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information the titan otr was revised due to cylinder crossover. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of crossover, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.